Manufacturer narrative:
The catalog number for the filshie clip is avm-851. The lot info is not available. The filshie clips are lot controlled, however the facility where the original application of the filshie clips has not been identified, no determination of possible lot numbers that may have been used cannot be made. Filshie clips effect sterilization by causing necrosis at the site of application. Subsequently, the clips are held in place by covering peritoneum. If this process is delayed, clip migration may result. Low grade inflammation may occur if displacement occurs. Both silicone and titanium have been well established as implant material.